Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms. Troubleshooting was performed and the no delivery alarms were resolved by a complete set change. Insulin pump is returning. The customer's blood glucose was 400 mg/dl.